Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a mechanical malfunction for the constant request of rewind the insulin pump. The customer blood glucose level was 200 mg/dl at the time of incident and the current blood glucose of the patient was 246 mg/dl. Customer stated that they did not trust on the pump performance. Customer was performed self test and it was passed. Troubleshooting was performed. The insulin pump will be returned for analysis.